Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the external paddles involved were returned. The paddles were tested and the customer's report was not replicated or confirmed. The external paddles were able to shock multiple times at various joule settings. A visual inspection found no discrepancies. The external paddles were scrapped as a precaution. The customer received a replacement set of external paddles. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a"release button" message. Complainant indicated that there was no patient involvement in the reported malfunction.